Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit (ic), designator u508, on the control board.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, catalog number, of the initial medwatch report stated: prt-01444-0. Section d4, catalog number, of the initial medwatch report should have stated: prt-01444-000. Section d4, lot #, of the initial medwatch report stated: 000000000438657. Section d4, lot #, of the initial medwatch report should have stated: blank. Section d4, primary UDI number, of the initial medwatch report stated: (B)(4). Section d4, primary UDI number, of the initial medwatch report should have stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report should have stated: blank.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device is continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.